Manufacturer narrative:
Corrected data: b5: the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -13.00/3.0/093 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od). The surgeon notes there was lens rotation, the lens had rotated to 161 degrees, 16 degrees off the desired location of 177 and refractive change over time was observed. Lens remains implanted. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -13.00/3.0/093 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od). The surgeon notes there was lens rotation, the lens had rotated to 161 degrees, 16 degrees off the desired location of 177. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).